Event description:
Boston scientific zero tip nitinol stone retrieval basket would not completely close around pieces of stone during retrieval. A subsequent "like" device was utilized with issue. An add'l device was noted to have compromised package integrity. Event abated after use stopped or dose reduced: no. Other: package integrity compromised. Devices released on (B)(6) 2014 to (B)(6), boston scientific representative.